Event description:
It was reported that a vessel dissection occurred. Procedure summary a 14f isleeve introducer sheath was used during a transcatheter aortic valve replacement (tavr) procedure. At the conclusion of the procedure when the 14f isleeve introducer sheath was removed using the dilator angiography showed no antegrade blood flow distal to 14f isleeve introducer sheath insertion site. A dissection in the external iliac artery was identified and surgically repaired. Patient status the patient is reportedly doing well.